Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion micro meter was reading high. Caller stated she took her first reading of 247mg before eating food, which she felt was high. She then took 4 units of fast acting insulin based on the reading of 247mg. Hours later she tested again on the prime received 271mg. She doesn't believe her blood glucose levels are around 247 or 271mg. She feels she improperly dosed herself which caused her to feel dizzy. Customer stated she was going to end the call due to too much information being requested. Caller hung up without providing all information to complete the incident report. I called her back to explain I¿m sending her replacements along with a pre-paid return label to send the product back to us for testing.